Manufacturer narrative:
Evaluation summary: moderate to heavy calcification was detected on the cusps of leaflet 3, moderate calcification was detected in cusps of leaflets 1 and 2. Minimal calcification was detected in the free margins of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice. Host tissue is minimal to moderate at the stent outflow, and minimal at the stent inflow. All three leaflets also appeared dehydrated. The x-ray demonstrates calcification, no visible damage to wireform. The explanted device was returned to edwards for analysis, which confirmed the reported stenosis caused by calcification. There is no change in the original conclusion of this case. No further actions are being taken.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 5 years and 9 months due to aortic stenosis. According to the patient's medical records, he had preop evaluation which showed restenosis of his aortic valve placed in 2007. During explantation of the prosthetic valve, it was noted that the device has calcified leaflets. All 3 leaflets were calcified very heavily. The device was removed and a new edwards bioprosthetic valve was implanted. The patient tolerated the procedure well with no intraoperative complications. The surgeon also noted that this event was due to patient related factors and not a malfunction of the explanted valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the heavily calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.